Event description:
It was reported that the right ventricular lead dislodged. The lead had high threshold and low sensing measurements. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 lead, implanted (B)(6) 2014. (B)(4).